Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device start to deploy staples and cut but could not be completed (partially fire)? Was the cut line not complete? Did the staples fire but were malformed? The device did not cut and some unformed/malformed staples could be observed. No further information is available.

Event description:
It was reported that during a roux en y bypass procedure, after third reloading did not cut, misformed/unformed staples, could be removed, took new instrument, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.